Event description:
It was reported that the catheter had to be removed and reinserted with a new stick after a bend in the pa catheter and dampened waveforms were observed. There did not appear to be a kink in the sheath. As reported, the vascular access for this patient was difficult; neither the left internal jugular nor subclavian veins could be used so the catheter was inserted into the right subclavian. No actual patient complications were reported. It was indicated that an arrow introducer, (B)(4), was being used with the swan-ganz catheter, which is believed to have an accordion-type cannula.

Manufacturer narrative:
The device has not been returned at this time. If the device becomes available a supplemental report will be submitted with the evaluation results. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.